Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j sex med. 2024 sep 28;21(10):967-970. Https://doi.org/10.1093/jsxmed/qdae100. Pmid: 39350659.

Event description:
Title: double distal corporal anchoring stitch for lateral penile implant cylinder extrusion. The aim of this study is to describe the surgical indications and technique for the double distal corporal anchoring fixation stitch for lateral penile implant cylinder extrusion, and discuss a double-stitch technique that is performed following corporoplasty and capsulotomy. 66 patients with lateral cylinder extrusion underwent the double distal corporal anchoring fixation stitch procedure, with overall improved satisfaction (97%). 2-0 ethibond (eth) was used to thread through the islet of the ipp cylinder, also it was used to closed the corporoplasty incision in the tunica, and 0-5 monocryl (eth) was used to closed the skin. Lastly, dermabond (eth) was used to applied in the incision. Reported complications: 2-0 ethibond (eth), 0-5 monocryl (eth), dermabond (eth), repeated lateral extrusion (n=1), treatment: not reported, painful suture granuloma (n=1), treatment: excision. In conclusion, the double distal corporal anchoring fixation stitch is a safe and efficacious method to secure cylinders in the proper surgical capsule during revision procedures to correct distal crossovers or laterally extruded penile prosthesis implants.